Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Bedside monitor - bsm-6000 series, model: ni, sn: ni.

Event description:
The biomedical engineer (bme) that communication loss was being displayed at all beds on the central nurse's station (cns). They shut down the cns, but now it will not boot back up. They swapped out the hdds on the unit which did not work. They tried removing the primary drive and booting up with the backup drive, but the unit will not boot past the screen. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was in comm loss with all bedside monitors (bmes). They shut down the cns, but it would not boot back up. They swapped out the hdds on the unit which did not work. They tried removing the primary drive and booting up with the backup drive, but the unit would still not boot up. They sent the unit in for evaluation. No patient harm was reported. Investigation summary: the cns was evaluated by nihon kohden. The reported issue was not duplicated. The cns was able to boot up. It was noted that the hard drives were of an older model (installed in 2014). Both hard drives were replaced as part of preventative maintenance. Since the boot up issue could not be duplicated, it is likely the cause of the event on 1/2/2022 was an environmental origin (ac outlet, loose power cable, ups battery, etc.). Service history for this serial showed no history of boot up problem. On 5/30/2022, there was an incident of cns shutdown due to power outage. Boot up failures, including boot looping, booting into the bios, failure to load the cns application, and failure to complete the boot up cycle are results of hard drive failure. Hard drive failures are caused by environmental factors, maintenance factors, or the hard drive having reached the end of its lifespan (two years). The environmental factors are characterized by an abrupt power loss to the hard drives, such as a power outage, specifically while the drives are being read. These abrupt power losses could damage sensitive internal hard drive components. Environmental factors include: power outages. Generator tests. Uninterruptable power supply (failure). Power outlet failure . Maintenance related factors: the cns device is designed such that the internal components are protected from excessive heat. When excessive heat builds up, either from hot ambient air, or clogged heat fans on the cns tower, the device will shut down as a protective measure. These shutdowns may impact hard drive lifespan. The cns device requires regular maintenance, as outlined in the operator's manual. When stored for an extended period of time, operation checks should be performed. In short, the symptoms of the device not being able to boot up is related to its internal hard drives. This is indicative of the device needing maintenance and/or service. Additional information: b4 date of this report. D9 device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in comm loss with all bedside monitors (bmes). They shut down the cns, but it would not boot back up. They swapped out the hdds on the unit which did not work. They tried removing the primary drive and booting up with the backup drive, but the unit would still not boot up. No patient harm was reported.